Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A verification of failure mode reported in the current manufacturing process was conducted as follows: 200 samples were taken from the current production; the samples were visually inspected, and issue reported "et tube, hvt, 7.0" was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the connectors are not staying in and keep disconnecting from the et tube". Multiple attempts for additional information has been unsuccessful. No patient harm or injury reported at time of report. Patient condition unknown at time of event.